Event description:
It was reported by the customer that a new rupture of the 4fr powerpicc catheter has occurred in the patient. There is no evidence of patient harm. Additional information received on 18th jan 2024: it was reported by the customer no patient harm reported, no need for medical/surgical intervention. No exposure of blood or chemotherapy to mucous membranes or skin. Rupture did not affect the patient. Additional information received: the catheter did not break in two pieces. The catheter was no broken on the patient's skin. The patient did not undergo surgery to remove the broken catheter. There were no symptoms for the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4 fr d/l powerpicc sv. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed just distal of the molded suture wings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Event description:
It was reported by the customer that a new rupture of the 4fr powerpicc catheter has occurred in the patient. There is no evidence of patient harm. Additional information received on 18th jan 2024: it was reported by the customer no patient harm reported, no need for medical/surgical intervention. No exposure of blood or chemotherapy to mucous membranes or skin. Rupture did not affect the patient. Additional information received: the catheter did not break in two pieces. The catheter was no broken on the patient's skin. The patient did not undergo surgery to remove the broken catheter. There were no symptoms for the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported by the customer that a new rupture of the 4fr powerpicc catheter has occurred in the patient. There is no evidence of patient harm. Additional information received on (B)(6)2024: it was reported by the customer no patient harm reported, no need for medical/surgical intervention. No exposure of blood or chemotherapy to mucous membranes or skin. Rupture did not affect the patient.